Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that automated impella controller (aic) was making an ¿odd grinding noise¿. No alarms or issues otherwise noted. The aic was exchanged. There was no harm to the patient.

Manufacturer narrative:
The investigation for the console (aic) damage during therapy has been completed. Data logs from the complaint date don't reveal any major purge related alarms on the date of occurrence. Review of rt logs show no observable anomaly in the purge related anomaly. The console was returned for evaluation. The purge assembly unit and internal circuitry was visually inspected for anomalies without success. A known good pump and purge line was run on the console and the no unusual sound was heard. The console could not be confirmed for any failure as reported. The console logs showed no irregularities with the purge system on the date of occurrence up until the console was shutdown. There was no problem found with the console.